Manufacturer narrative:
A patient controller displayed an error message "MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Lead revision is planned for the lead with high impedances. High impedances on all contacts of one lead. A date for surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05915. It was reported the patient was unable to enter MRI mode due to high impedance values on one lead. Patient has effective therapy at this time, but surgery may take place in the future to address this issue. It is unknown which lead is related to the issue, therefore both leads are being reported.